Manufacturer narrative:
(B)(6). Concomitant medical product: adjustable valgus alignment guide, cat#: 42509900400, lot#: 62376588. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04270. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the wing was not working. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The devices were functionally tested with mating component and found to not function properly, thus confirming the complaint. Visual inspection found flanges within the knobs are bent and were preventing the rod from being inserted. It was also noted the knobs rotated less than 90 degrees and were stiff. The root cause is a design deficiency. A failure mode of forcible disassembly was not identified during development, leading to an inadequate design of the lock nut mechanism of the persona adjustable valgus guide. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends